Event description:
Occlusion where the fillers were blocking the vessel [vascular occlusion]. Bruising in the lower face [injection site bruising]. Pain [injection site pain]. Rha2, rha3, and rha4 into the mid face, oral commissure, and accordion lines, or marionette lines [off label use]. United states report received from a physician assistant on 16-may-2021. A white female patient of unknown age received rha2, rha3, rha4 on (B)(6) 2021; dose and frequency were unknown. An unknown volume of rha2, rha3, rha4 was applied to the mid face, oral commissure, and accordion lines, or marionette lines using needle and cannula, and it was unknown which rha products were injected into which specific areas of the face. It should be noted that this was the patient's initial visit. Some of the needles used were from the box.. Previous cosmetic procedures were not provided. Medical history was not provided. Concomitant medications and food supplements were not provided. On an unknown date, the patient completed 2 doses of the covid-19 vaccine. On (B)(6) 2021, after the injection the patient experienced bruising on the chin after lunch as well as pain which felt like a 7 out of 10. There was white halo around the bruised area. The patient also developed an occlusion where the fillers were blocking the vessel on the same day. Later that evening, the patient stated that the pain had gone, while the bruise had turned from deep purple/black to lighter red. On (B)(6) 2021, the patient received three vials of hylenex (hyaluronidase) as treatment as well as lasering to the bruise in order to dissolve the areas in the lower face. The physician assistant noted that the rest of the filler had dissolved, but did not dissolve in the lips and cheeks. The outcome of the events was resolved. The intensity of the event was not provided. The product was not available for return. (B)(4). No additional information was available at the time of this report. This case is linked to (B)(4) (same patient). The patient was injected with rha2, rha3 and rha4 and experienced the adverse events described in this report and the linked report(s) to comply with medical device regulatory reporting requirements.

Event description:
Occlusion where the fillers were blocking the vessel [vascular occlusion], bruising in the lower face [injection site bruising], pain [injection site pain], rha2 in chin [off label use]. United states report received from a physician assistance on 16-may-2021. A white female patient of unknown age received rha2, rha3, rha4 on (B)(6) 2021; dose and frequency were unknown. A volume of 1ml of rha2 was applied to the chin using a bolus and fanning injection technique. The needle from the box and a cannula was used for the administration of rha2. A volume 1ml of rha3 was applied to the chin using a bolus and fanning injection technique. The needle from the box and a cannula was used for the administration of rha3. An unknown volume of rha4 was applied to the mid face, oral commissure, and accordion lines, or marionette lines using an unknown injection technique. A needle and cannula was used for the administration of rha4. It should be noted that this was the patient's initial visit. Previous cosmetic procedures were not reported. Medical history includes hypothyroid and gitelman's syndrome. Concomitant medications and food supplements were not provided. On (B)(6) 2020 and (B)(6) 2021, respectively, the patient received their first and second dose of the pfizer covid-19 vaccine. Within 24 hours after the second injection, the patient experienced fever, chills, and body aches. On (B)(6) 2021, about two hours after the injection, the patient experienced bruising on the chin after lunch as well as pain which felt like a 7 out of 10. There was white halo around the bruised area. The patient also developed an occlusion where the fillers were blocking the vessel on the same day. Later that evening, the patient stated that the pain had gone, while the bruise had turned from deep purple/black to lighter red. On (B)(6) 2021, the patient received three vials of hylenex (hyaluronidase) as treatment as well as lasering to the bruise in order to dissolve the areas in the lower face. The physician assistant noted that the rest of the filler had dissolved, but did not dissolve in the lips and cheeks. It was reported that the vascular occlusion was completely resolved after two vials of hylenex were injected. The outcome of the events was resolved. The intensity of the occlusion was reported as mild. The intensity of the bruising was reported as severe. The product was not available for return. (B)(4). No additional information was available at the time of this report. Follow up information was received on 10-jun-2021 from the prescriber/injector. Updated information included, patient information, medical history, product information, details about the injections, severity of the events, details about covid-19 vaccine, and treatment information. This case is linked to (B)(4) (same patient). The patient was injected with rha2, rha3 and rha4 and experienced the adverse events described in this report and the linked report(s) to comply with medical device regulatory reporting requirements.